Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc was returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing near the molded joint. No details of the split could be seen in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC line leaking. PICC cracked above purple wings and below securement device. The PICC was inserted approximately 6 weeks prior and crack occurred by the wing on the catheter. It was also noted that it was pediatric patient and may have an increased activity level due to age. The rn communicated there were no adverse events. The PICC was secured with a securacath and tegaderm IV advance. Treatment had already been finished and patient did not need a new line, no delay in care.